Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report condition of main 4.1 off bus no lights on controller card on the rear was confirmed during field service engineer testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that upon arrival station was powered off. The fse checked main hh cubie drawer 2.2 and could not manually open. So, the fse replaced solenoid, hh pyxi bus module controller board and drawer controller board. Then the fse tested cubie drawers and all cubie pockets in hardware test application. The report was closed. During dchu visual inspection: pn 151622-01: sn 5472122833: the pcba dwr cntlr v1.10/v1 was received with no signs of physical damage, fluid ingress or missing components. Sn 5462319761: the pcba dwr cntlr v1.10/v1 was received with signs of thermal damage on mosfet q601, capacitor c604 & c605 and resistor r602. Pn 151630-01: the pcba pmc v1.06/v0.09bl hh was received with a blown fuse f201. Pn 353578-01: the solenoid 12vdc latch was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover. During dchu testing: pn 151622-01: sn 5472122833: was evaluated on an esd protected surface with a calibrated dmm and it passed during the resistance testing on components d501, mosfet q501 & q601. A functional testing was performed using a dchu hta equipment and no issues were found. Sn 5462319761: the testing from dchu was not required due to the signs of thermal damage. Pn 151630-01: the testing from dchu was not required due to the blown fuse f201 observed during the visual inspection. Pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the reported condition of main 4.1 off bus no lights on controller card on the rear was determined as follows: thermal damage (soot and melted components) on mosfet q601, capacitors c604 & c605 and resistor r6021 to the pcba dwr cntlr v1.10/v1 (s/n (B)(6)) which led to circuit instability and ultimately compromised the drawer's functionality. A blown fuse f201 on the pcba pmc v1.06/v0.09bl hh which led to circuit instability and ultimately compromised the drawer's functionality. A thermal damaged solenoid 12vdc latch with signs of discoloration on the coil cover.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had station failed to power up and device had burning smell. As per part investigation, it was determined that thermal damage to pcba components a blown fuse and a damaged latch solenoid led to circuit instability and compromised drawer functionality. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powering up. The field service engineer (fse) found the station powered off. The main half height cubie drawer 2.2 could not be manually opened. The fse replaced the solenoid, the half-height pyxis bus module controller board, and the drawer controller board. All associated components including the bus cable, matrix drawers, and drawer cable were checked. The fse also inspected for medications and cleaned debris from the bottom edge of the back panel. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had station failed to power up and device had burning smell. There were no delay or adverse events or injuries reported based on this event.